Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronically totally occluded left anterior descending artery. The patient was treated with a guide wire that crossed to the lesion antegradely, then a non-abbott 1.0 mm balloon dilatation catheter crossed the lesion. After that, a mini trek ii (otw) balloon was attempted to be advanced but failed to cross due to the anatomy. During removal, resistance with anatomy was also met. A new non-abbott 1.5 mm balloon dilatation catheter (rx) was replaced to continue the procedure successfully. There were no adverse patient effects and no clinically significant delay was noted. No additional information was provided.